Event description:
A report was received that the patient was experiencing pain at the battery site and an intermittent burning feeling near the ipg which did not have any connection to charging or the stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 ,serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Additional information was received that the patient underwent a procedure wherein the ipg was revised and the clik anchors were explanted. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain near the lead site and at the battery site. It was also reported that patient was having an intermittent burning feeling near the ipg which did not have any connection to charging or the stimulation. The patient will undergo a revision procedure.